Event description:
It was reported that during a stenting treatment procedure a balloon rupture occurred. The target lesion was a restenosed 3.0 x 30mm non bsc stent. The 2.0 x 12mm apex mr balloon catheter used for predilation, was inflated and ruptured at 12 atms. The device was removed and a promus element stent and a nc quantum apex balloon were used to complete the procedure. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The target lesion was a restenosed 3.0 x 30mm non bsc stent. The 2.0 x 12mm apex mr balloon catheter used for predilation, was inflated and ruptured at 12 atms. The device was removed and a promus element stent and a nc quantum apex balloon were used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the hypotube was kinked at various locations along its length. An examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched from the from the distal edge of the distal markerband and it extended distally for a total length of 2 mm. An examination of the distal markerband identified no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).